Manufacturer narrative:
Bci hotline instructed the customer to stop and home the instrument and the problem did not recur. A field service engineer (fse) followed up with the customer and the customer stated the problem did not recur. There were no further calls from this customer relating to this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that wash concentrate was not filling and foam was coming out of the bottle. No injury was reported.